Manufacturer narrative:
Concomitant medical products: lda210q lead, implanted: (B)(6) 2017, 1688tc lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient was unable to establish a telemetry session between the remote monitor and the cardiac resynchronization therapy defibrillator (crt-d) to send a manual transmission. The reader position was adjusted over the device, however the issue persisted, so the patient will schedule an appointment with the physician to further troubleshoot the remote monitor and crt-d. The monitor and device remain in use. No patient complications have been reported as a result of this event.